Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call moisture damage and critical pump error alarm on the insulin pump. Customer¿s blood glucose level was 232 mg/dl. Troubleshooting for the critical pump error alarm was performed. Customer received the critical pump error image on the display screen. Customer went into the pool while wearing the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.